Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Contact information was not provided, hence unable to contact the customer.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "tubing was disconnected at the port connection above the roller clamp upon opening of packaging. Did not reach patient. Rn noted prior to administration."

Manufacturer narrative:
Supplemental created to change device code to 1562.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "tubing was disconnected at the port connection above the roller clamp upon opening of packaging. Did not reach patient. Rn noted prior to administration."